Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/29/2017; device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection was performed using a 12x magnification mmicroscope. The lens was contaminated and dust particles were present. There were no details found on the product. There is no indication of a product malfunction. The device issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zlb00 21.0 diopter was explanted due to patient experiencing side effects when driving at night. No further information was provided.